Manufacturer narrative:
Pt info requested, and all available info is included. This report was filed by the MFR.

Event description:
Rec'd customer medwatch # stating pt received blood infusion too rapidly. Transfusion of 260 ml was to infuse at 65 ml/hr over 4 hours, but infused in 1 hour, 50 minutes. No pt harm reported. Facility's clinical engineer checked device and no problems were identified. Facility unsure if device or event logs are available for eval. Follow-up report will be filed if device/logs become available for investigation.